Event description:
A peritoneal dialysis (pd) patient requested assistance discontinuing peritoneal dialysis treatment and was hospitalized on (B)(6) 2014 due to an episode of peritonitis, without allegation of device malfunction. The patient's peritoneal dialysis (pd) nurse stated the patient did suffer from acute diverticulitis, which likely attributed to the infection. There were no reported fluid leaks during treatment prior to infection. As of (B)(6) 2014 the patient was currently still hospitalized and continued completing dialysis treatments while in hospital. Medical records were requested.

Manufacturer narrative:
Based on the information, it is unknown how the device may have caused on contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.